Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and the proximal conductor was fractured. It was also noted that the defibrillation conductor was distorted, the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), the outer insulation was breached cut, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, and the lead was stretched. Visual analysis revealed that the lead was returned with both the svc and rv defibrillation cables fractured.

Event description:
It was reported that following a device replacement procedure the alarm was triggered for increasing, high lead impedance. It was also noted that the physician suspected a connector issue. The lead was explanted and the patient experienced pain therefore a new lead was implanted during a later procedure. No futher patient complications have been reported as a result of this event.